Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, h7, h9, and h10. Complaint sample was evaluated and the reported event was confirmed. The shim exhibited signs of repeated use and the ball bearings and springs had disassembled. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04251, 0001822565-2019-04252, 0001822565-2019-04253, and 0001822565-2019-04254. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Instruments were returned via the worn instrument program that were missing a ball bearing or fractured. There was no reported patient involvement.